Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer was unable to boot up. It was indicated that the programmer booted to an error. The programmer software was reloaded and updated, and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that when the programmer was powered on, the display screen would stay black. The programmer was returned for repair. No patient complications have been reported as a result of this event. (B)(6) 2016: the programmer tested out of specification during manufacturer's analysis.